Event description:
It was reported that the atrial lead exhibited possible far field r-wave (ffrw) oversensing. The lead was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6947m implantable tachy lead - (B)(6) 2013. (B)(4).